Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a journal published by mayo clinic, in USA. The title of this report is ¿primary reverse shoulder arthroplasty did not result in increased blood metal ion levels regardless of glenosphere size: a randomized controlled trial¿ which is associated with the stryker ¿reunion¿ system. The article can be found at https://doi.org/10.1053/j.sart.2020.05.003. Within that publication, post-operative complications were reported, which allegedly occurred from may 2016 to september 2018. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, 4 complaints were initiated retrospectively for the post-operative complications mentioned in the report. This product inquiry addresses transient brachial plexopathy, resolved with conservative treatment.